Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Additional device product code¿hwc. Explant date is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has reportedly been discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information confirmed that an affiliate facility in italy received the device. As of yet, the complainant part has not been returned to the manufacturing investigation site for review. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An internal review of the received x-rays was completed by a depuy synthes medical director with results as follows: "movement certainly appears to have occurred at the osteotomy site as described."

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that 20 days after a 6-hole plate was implanted in the patient during an ulnar osteotomy procedure, a secondary rotation dislocation of the limb occurred. Secondary intervention was required to prevent permanent impairment/damage. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported five screws were implanted. The patient underwent shock wave therapy, which has ended. After the next x-ray results, how to proceed will be decide.